Manufacturer narrative:
Analysis: analysis of the ipg 3058 interstim ll (serial# (B)(4)) found the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that there was a defective battery with impedances. It was unknown what contributed to this and the device was replaced with a functional new battery and the issue was resolved. No symptoms were reported as this occurred during intra ops and no further complications were noted or anticipated.